Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2017 due to high blood glucose and urinary tract infection. The customer¿s blood glucose at the time of hospitalization was 268 mg/dl. They currently still had the insulin pump on. They were still at the hospital at the time of the call. Their current blood glucose was 463 mg/dl. The insulin pump will not be returned for analysis.